Event description:
A false positive advia centaur xp troponin ultra result was obtained and considered discordant to the results of the redraw sample. The redraw sample was tested on the same instrument and the result was negative. Repeat testing was performed on the initial sample on the same instrument and the results were negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse cleaned the fluidics and performed dry tests. The cause for the positive result when compared to the repeat negative test results is unknown. The instrument is performing within specification. No further evaluation of the device is required.